Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x5/8 rb needle pulled out of hub. Complaint via phone. Case description: the bd safetyglide¿ needle 25 g x 5/8 in is presenting issues with a couple of samples, the customer informed that the needle detached from the hub and the needle got stuck in the hub. He mentioned that this happened three times. Product: bdsafetyglide¿ needle 25 g x 5/8 in. Ref#: 305901, lot#: 5080421, customer response on 25-mar-2026. 1. Can you please provide an exact date of event in format mm-dd-yyyy? Around 09-03-2026. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None reported by the patient. 3. Could you please confirm if any samples are available for return so we can investigate further? No samples available. Customer response on (B)(6) 2026. Did the needle detach from the hub and remain in patient? Yes. The needle detached from the hub. (The needle was stuck in the vial- not the patient). If yes, was needle removed fully intact with no further follow up? The needle was removed intact (it go stuck in the vial-rubber stopper while attempting to withdraw the medication from the vial).

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.